Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2006, the plaintiff was implanted with a monarc subfascial hammock to treat "urinary incontinence." It was alleged that the "plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, additional surgeries, continual bladder and urethra infections, and other injuries." "In or about (B)(6) 2006, plaintiff began to experience lower abdominal pain, vaginal pain, and pain during intercourse and sought medical attention for said complications." "Plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injury." "Plaintiff suffered debilitating injuries including mesh erosion, hardening, chronic pain and worsening dyspareunia, and recurrent incontinence."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.